Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a routine follow-up. Upon interrogation, the patient's right atrial lead was found to have exhibited over-sensing of noise, which led to inappropriate automatic mode switch. The anomaly was unable to be reproduced in-person. No interventions were performed and the patient will continue to be monitored. The patient was stable throughout.